Event description:
It was reported that during implant, the lead exhibited loss of capture at 7.5 v at 1.5 ms and less than 100 ohms impedance in the bipolar configuration. The ventricular polarity was programmed to the unipolar configuration and the pocket was closed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.